Manufacturer narrative:
The device was returned to terumo for investigation and the complaint was not confirmed. No failure was detected. The unit was tested and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the blood oxygen level read between 95% and 100/5, which was inaccurate. The inaccuracies occurred during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.